Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also blank display. The customer reported blood glucose value of 544 mg/dl at the time of incident and customer dint take any treatment for hyperglycemia. The event involved product(s) mmt-1886. Troubleshooting was performed and the battery cap contacts and battery compartment or springs were not damaged. Display did not return after inserting a new battery. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Unable to verify high bgs. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 (variablenum= 15, fileid = 2017; linenum = 147) critical handling alarmed on (B)(6) 2025 03:46:38.000 until (B)(6) 2025 03:46:50.000 found in the history files/traces. Per engineering troubleshooting guide, it was determined that pump error 63 was triggered by a hardware issue with the twi interface or ad5161 chip. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, keypad flex connector and motor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Critical pump error (open book image) alarm was confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm was confirmed due to hardware error. Unable to verify high bgs. Blank display was not confirmed. Exposed to moisture confirmed on the pcba 1, pcba 2, keypad flex connector and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.